Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 3 devices were received for evaluation. Approx 3 events were confirmed during testing; however, no component malfunctions were found for 2 devices. Approx 1 device had corrosion and rust found on the device housing. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.